Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and the system performed as intended. Concomitant medical products: other relevant device(s) are: product ID 9735669 lot# (B)(4)main cart 9735669 stealth s8 em ent the following codes apply to the above product ID 9735669 lot# (B)(4); fdm b01 fdr c19 fdc d14 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site complaint of the screen flickering, going black and then coming back on. The representative tried to replicate the issue and could not. He forwarded a video to the technical service from the site. Technical service could not differentiate the screen turning on and off. There was no patient present.